Event description:
It was reported by the hospital staff that the patient was admitted to the hospital on (B)(6) 2015 for shortness of breath related to pneumonia and was discharged (due to the patient's death) on (B)(6) 2015. The causes of death were stated to be sepsis secondary to pneumonia and uti - gram negative rods, severe dementia - end stage, parkinson's, altered mental status secondary to metabolic encephalopathy.

Event description:
It was found through an obituary search that the patient had passed away in a hospital on (B)(6) 2015. The cause of death was not stated and no additional details were provided. A battery life calculation was performed which showed the vns generator battery would have depleted approximately 4 years prior to the patient's death. The in-house programming history database was reviewed; however, the most recent information available was from 2007, which is approximately 8 years prior to the patient's death. Attempts for additional relevant information have been unsuccessful to date.